Event description:
Distributor reported "foreign body was found in the film", "the outer packaging (plastic film) of the product is intact, and the foreign body is packaging scraps". The device has not been implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6, visual analysis of the photographs identified: foreign material on implant: observed fiber inside shrink wrap but did not observed material inside primary package. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Distributor reported "foreign body was found in the film", "the outer packaging (plastic film) of the product is intact, and the foreign body is packaging scraps". The device has not been implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device not implanted). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13/mar/2024.

Event description:
Distributor reported "foreign body was found in the film", "the outer packaging (plastic film) of the product is intact, and the foreign body is packaging scraps". The device has not been implanted.